Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. D4: only di provided as lot number is unknown.

Event description:
The event involved a tego¿ connector where it was reported that the device was observed 'damaged' by clinical staff upon disconnection of patient from dialysis i.e. End of therapy and replaced at that time. This has not been a regular issue at all but some of the nurses noticed the above when changing the tego's of a patient. This has not caused any detrimental harm to the patient as we can change them as and when we require but it can be an issue if the patient isn't getting good flows through them. The event occurred during patient use. There was no medication used with the product. The package was fully sealed when received. There was patient involvement but no delay in therapy and no adverse event.

Manufacturer narrative:
A couple of photos were shared by customer, a considerable damage/torn is observed over the tego's seal. No additional damage is observed. Complaint can be confirmed. The probable cause of hole / cut / torn is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Lot history review couldn't be performed due to the lot number for this complaint was unknown. Corrective and preventative actions are in process.